Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: v581949, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-nov-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had a car accident on (B)(6) 2018. As a result, the lead got fractured and the device had to be replaced; patient realized it almost immediately. There were no further complications reported or anticipated.